Manufacturer narrative:
Additional equipment: f14scal rails on the bed, serial#'s (B)(4), manufactured by joerns healthcare, date of manufacturer is 12/08/2011. The air mattress involved is manufactured by (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user cna was making rounds and witnessed the resident half way on the floor with her head possible stuck between side rail and air mattress. The patients' top half of her body was on the bed and lower half was on the floor. Bed was in the lowest position. Ems was called and provided supportive care until a dnr was completed. A bed assessment was not performed for this patient prior to using the bed, rails or air mattress. On (B)(6) 015, a joerns associate visited the facility and tested the bed and rails. The bed and rails are operating in good shape and are in-service with another resident since incident. Complaint# (B)(4) was entered into our system.